Event description:
Lateral vbr placement. The "star wheel" on the height locking thread of the vbr broke off when the surgeon completed the final locking maneuver using the torque wrench. Piece was removed and discarded. Device remained implanted. No patient injury or prolonging of surgery.

Manufacturer narrative:
Manufacturing site evaluation: product will not be received as implant was left in place and star wheel was discarded by end-user. The manufacturing documents have been checked and found to be according to specifications during the time of production.